Manufacturer narrative:
(B)(4). Date sent 11/4/2025 d4 batch #838c28 investigation summary the product was returned for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the cdh23p device arrived with no apparent damage and no anvil present. The washer was not received and there were no staples present. No battery was received. When the test battery was installed the green checkmark illuminated, indicating that the device was fired and achieved complete firing stroke. The device was reloaded with staples, a new washer was placed in a test anvil. The device was tested for functionality with a test battery. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. No anvil or closing issues were noted at any time during the testing. The event described could not be confirmed as the device performed without any difficulties and it closed as expected. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 838c28, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 10/3/2025. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: since cdh23p does not have jaws, please provide more details about the device quality issue. -the anvil could not clamp the tissue and the tissue can move after the anvil closed. 1. Did the surgeon turn the rotation knob full revolutions as stated in the IFU? Unknown. 2. Was the device difficult to close? No. 3. Was there adjusting knob issues? Unknown. 4. Did the anvil detach? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, noted the jaw loose and could not clamp the tissue. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.